Manufacturer narrative:
The report from the affiliate indicated that the patient underwent a )pta) percutaneous transluminal angioplasty of the superior femoral artery on (B)(6) 2004. An antegrade approach was performed from the femoral artery, and then the ammiia balloon was advanced and then inflated to dilate the lesion. During the dilation process, the balloon ruptured at nominal pressure. There were no reported patient complications noted with the event. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.